Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was 220 mg/dl. Multiple follow up attempts were made by tandem technical support, and additional information could not be obtained.